Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level ranged between 140-160 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.